Manufacturer narrative:
The investigation for the console (aic) controller alarm-yellow alarm has been completed. Console data logs were reviewed which confirm that a placement signal not reliable alarm was issued by the console. The aic was returned for evaluation. The consoles internal circuitry was inspected with no observable anomaly. Preventative maintenance procedure was performed on the console after cleaning the front optical connector and found not be up to specification. An output of the analog ccd envelope was sampled and confirmed the defective optical bench. The root cause for the placement signal not reliable alarm was a defective optical bench causing low snr.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the patient was on impella support when the automated impella controller (aic) had a controller error (yellow alarm). There was a blank screen. The staff replaced the aic and the procedural outcome was the patient survived surgery.